Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of fluctuating blood glucose of 30 mg/dl to 271 mg/dl and treated with sugar and cheese. Customer indicated that their low blood glucose may have been due to a tennis game and exercise. Customer indicated that they had air bubbles in the tubing. Customer declined to troubleshoot for the air bubbles or their blood glucose and indicated that they will contact their doctor.